Event description:
It was reported that: allegedly, patient has sustained personal injuries as the result of the recalled stryker rejuvenate modular stem.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.